Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis patient experienced peritonitis. It was not reported if the patient was hospitalized. On an unreported date, the patient was treated with amikacin (dose, route, frequency, and duration not reported) for peritonitis. The cause of the event, action taken with dianeal therapy, and the patient¿s recovery status were not reported. No additional information is available.